Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 290 mg/dl. Reportedly, customer used humulin insulin and tandem's technical support educated customer on cartridge/insulin labeling. The infusion set was changed to address the event.